Event description:
On september 16, 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter read inaccurately low compared to a hospital meter. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient disconnected the call and declined to provide further information. The patient reported that on (B)(6) 2024, at 6:00 pm, she went to the emergency room (ER) at the hospital as she had ¿low blood sugar¿ and could not get her blood sugar up. It was not reported if the patient developed any physical symptoms. Upon arrival at ER, the patient claimed her blood glucose had risen and a reading of ¿168 mg/dl¿ with the subject meter compared to ¿197 mg/dl¿ on the ER meter was obtained. The patient claimed she was administered an ¿IV bag¿. Prior to attending ER, the patient indicated that her blood glucose had risen from ¿23 mg/dl¿ to ¿71 mg/dl¿ on the subject meter and that she had taken orange juice and a total of 7 glucose tablets. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter and the correct testing process was being followed. The cca confirmed the test strips were in good condition. The cca walked the patient through a control solution test and the result fell within the specified control solution range. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes while using the product. The subject meter could not be ruled out as a cause or contributor to the event.